Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's spouse reported that the previously working remote monitor, did not power on after a bad storm. The power cord was replaced. No patient complications were reported as a result of this event.